Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was revised. Additional information received from the field representative that this lv lead was dislodged during calve replacement. The physician was not able to reposition the lead due to stenosis at subclavian and laser extraction was attempted but was unsuccessful. This lv lead was abandoned surgically and replaced with a new lead. No additional adverse patient effects were reported.